Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. No unexpected low reservoir alarm noted during testing. The device was received with normal operating currents and no alarms noted. The device was programmed with multiple boluses and basal rates and monitored, no unexpected bolus delivery or delivery anomaly noted. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
Customer reported via phone call, she had changed her set and she pressed the act button to fill the cannula it delivered 0.5 units. Then there was a low reservoir alarm on the device, she took the reservoir out of the device and it was empty. The device had delivered 120 units of insulin which resulted with her in the hospital. She is currently in the hospital with an IV and sugar drip. Her blood glucose was 113 mg/dl at that the time the delivery anomaly occurred, current 495 mg/dl. She drank two cups of sugar with over half of gallon of orange juice. Symptoms are severe headache, dry mouth, frequent urination, and is sure she has ketones in system. Troubleshooting was performed and it was found she had an MRI done due to a stroke on (B)(6) 2015, unsure if the device was on at the time. She stopped troubleshooting she wasn't feeling well, blood glucose was 500 mg/dl. She called back and requested a replacement device. She agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.